Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia, on firing the stapler on the mesh, the device partially fired. They opened another stapler and completed the procedure. There was no patient injury.